Manufacturer narrative:
Follow-up #1: date of submission 8/5/16. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: no defect was found. The black box shows a por related to a battery change on (B)(4) 2016 22:28; deliveries resumed at 22:40. Pump was manually suspended on (B)(4) 2016 at 20:22 and manually resumed at 20:42. The last basal delivery and the last bolus delivery were on (B)(4) 2016..#2. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of 423 mg/dl with a moderate level of ketones, extreme thirst, and nausea. It was reported that the user did not receive any treatment above and beyond the usual routine of diabetes care and management, and the user remained on insulin pump therapy. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.